Event description:
The patient was wearing the pod on the abdomen for longer than 48 hours at the time medical attention was sought. The patient reported wearing the pod during the hospital visit and allegedthe reason for seeking medical attention was related to the pod. On (B)(6) 2025, in the early morning, the patient woke up. Not feeling well and experienced symptoms including severe heartburn, nausea, and vomiting. The patient checked blood glucose levels and noted significantly elevated glucose measuring 545 mg/dl. Due to symptoms and a medical history of prior heart attack, the patient presented to the hospital. The patient was admitted for a three-day hospital stay from (B)(6) 2025, through (B)(6) 2025. Medical evaluation indicated a blockage with no circulation to the heart. Treatment included an intravenous insulin drip and a cardiac catheterization.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and elevated blood glucose. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.